Manufacturer narrative:
(B)(4) - the actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Clinical review of all information currently available concluded the following: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler. Additionally, there is no allegation against any fresenius products and the event.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had received an unrelated operational support message during treatment. Additional information received from the patient during follow-up confirmed that the patient had discovered a "pinkish substance" in her effluent. Additional information received from the patient's pd nurse confirmed that the patient had presented to the clinic with cloudy effluent, which was cultured. The culture results were positive for streptococcus peritonitis. The patient was treated in the clinic and was not hospitalized. Treatment consisted of vancomycin at 2gms, once per week (duration is unknown) intraperitoneal and ciprofloxacin 250mg, orally, for five days. The patients¿ nurse was not able to confirm the source of the peritonitis and stated that the patients¿ aseptic technique is good and there have been no fluid leaks.